Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for a routine follow up. Upon interrogation, device was found in backup vvi mode since (B)(6) 2018. The patient felt tired for about two and half months when she walked a lot of blocks. A device download was performed and the device was restored to its normal function. Upon further interrogation, it was noted that the atrial lead was displaced into the ventricle. The measurement values of the atrial lead were normal but it was noted that it stimulates the ventricle. No electrical anomalies were observed. Repositioning the lead was suggested to the physician. No intervention was performed and the lead remains implanted. The patient was stable before and during the event.